Event description:
A malfunction alarm identified as malf 9 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump; the issue did not recur, and the customer was advised that they could continue using the pump and to reach out if the problem persisted.